Event description:
It was reported that during explant, the pulse generator entered into backup mode. The device was explanted and replaced as planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.